Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. A product sample was received for evaluation. Visual and functional testing were performed. Physical condition of device showed crack on the side of top case by the tube holders also cracked on battery door. Unable to duplicate the motor rate error during occlusion test. The root cause of the reported issue was found to be normal wear; device was over eight years old. Combination motor assembly, old blue worm gear, leadscrew and clutch halves were found old, dirty and worn out which is causing the motor rate error intermittently. Actions taken to mitigate the reported issue: replaced motor assembly, worm gear, leadscrew and clutch halves for preventive. Performed syringe delivery test and all functional testing which passed.

Event description:
It was reported that motor rate errors occurred. No patient injury reported.